Event description:
Facility reported that when they removed bloodline from package, the pt connector end was "badly kinked". Product sample was discarded at facility. Bloodline was not used for pt treatment.